Event description:
The customer contacted philips healthcare to report that the system not usable. It was specified that upon powering on the device it displayed a shock equipment malfunction. It is unknown if there was patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the system not usable. It is unknown if there was patient involvement.